Event description:
An artificial bowel sphincter (abs) was implanted in 2000. Info received on 2/2001 from the pt indicates "the device had activated by itself. It caused me a great deal of pain and suffering. I couldn't stand it. I had to go to the emergency room to have this taken care of. Dr had to remove it and now I have so much damaged tissue and can't be reimplanted with another device." Info received from the dr indicates the surgery to remove the entire device occurred in 2001, due to erosion of the abs cuff into the anal canal.